Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the touchscreen calibration test. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.